Manufacturer narrative:
Additional information: h4, h6 (update codes), and h11. H4: the lot was manufactured between august 20-21, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It wasreported that an unspecified quantity of large volume infusors had slow flow. The devices contained residual volumes of 50¿80 ml. The issue occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.